Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. The exact date of device breakage is unknown; however, the issue was discovered on (B)(6) 2017. Additional classification codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Telephone: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Manufacturing location: (B)(4), supplier: external supplier (B)(4), manufacturing date: 11.nov.2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; the drill bit is broken at the loan department. The issue was discovered on (B)(6) 2017. No patient involvement. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the returned drill bit. The visual inspection has shown that approximately 4 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. There were no other damages or signs of misuse detected. The measurements of the hardness after the hardening procedure were within the specification. Based on these findings we exclude any manufacturing related issue. Outer diameter was measured and found to be within specifications per relevant drawings. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.